Event description:
The intraocular lens was removed and replaced at 2 months post operative due to the pt's complaint of difficulty reading or seeing close objects and excessive halos around lights. Pt recovered without complication.

Manufacturer narrative:
Device was not received for eval. A review of the mfg records indicates the device met all mfg specifications prior to release. Some visual effects may be expected because of the superposition of focused and unfocused multiple images.